Manufacturer narrative:
No product information has been provided to date. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation.

Event description:
A defective bivona trach tube was reported. No adverse patient effects were reported.